Event description:
The initial reporter stated that the pump "stops prior to feed being completed. There was no alarm". Mmdg followed up with the initial reporter who stated that there had been no negative impact to the patient. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, the pump was observed alarming several error codes. Investigation showed that the pump was not infusing because it was alarming consistently. Because the pump was alarming as designed, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "stops prior to feed being completed. There was no alarm". Mmdg followed up with the initial reporter who stated that there had been no negative impact to the patient. (B)(4).